Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high bipolar and unipolar thresholds and the unipolar sensing showed noise which may be myo potential. It was noted that the lead had chronically unstable electrical since implant. An x-ray showed that the lead position had little slack and was close to the ventricle which may indicate an early lead dislodgement. The parameters on the lead were reprogrammed and it remains in use.